Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch verioiq meter was prompting an error message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012 during a follow-up call with the patient. The patient reported that the subject meter began to give an error message on (B)(6) 2012 at 10 am. The patient did not recall the specific error message that was appearing and would only confirm that the message on screen would say "strip problem". During the follow-up call, the patient informed the mss that he recently began to test his blood glucose due to a high alc result. The patient stated he was not taking medication. The patient denied making any changes to his usual regimen due to the alleged issue. The patient confirmed he continued to test with another device when he was unable to obtain a result with the subject meter. The patient stated that shortly after the issue began (approximately 20 minutes later) he began to sense an issue with his vision. The patient reported that his vision would intermittently become "dimmer". The patient stated the symptom was intermittent and did not receive any medical treatment in response to it. At the time of initial troubleshooting, the cca noted that the patient did not have the meter or supplies with him. The alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions as a result of the meter issue. However, this complaint is being reported because the alleged error message was unable to be resolved at the time of the call.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k110637.